Event description:
It was reported that intermittent occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies resumed insulin therapy prior to calling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.